Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "chronic myeloid leukemia", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient has been using hyaluronic acid juvéderm vista and later was diagnosed with chronic myeloid leukemia, deemed not device related.